Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter had come loose. The healthcare provider (hcp) had inquired about the recommended anchor or suturing. It was later reported that the reported information came from informal comments made and there were no patient or any other specific details given. The reporter had no further information to add to the event.